Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
The end user stated that pouch started to leak with flush stoma about three weeks ago under direction of veterans affairs (va) nurse. He also stated that wafer opening was about the same size of his stoma and turned to glue as urine dribbles on to it. There was big bunch of white glue that gets bigger every day. He wore the wafer for three days. He reported that he has removed pouch on (B)(6) 2025 morning with big gluey white adhesive completely covering stoma, but urine was coming out. He was afraid that stuff was going down into his stoma. He also stated that he removed the wafer and put his catheter back in and the urine that came out looked gluey or creamy as opposed to normal urine. He discussed use of products with flush stoma as noted on instructions for use (IFU) and was advised to follow up with health care personnel (hcp). The product was used by patient. No photo is available at this time.